Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had been suffering heart failure issues and was hospitalized post-implant. It was discovered that the patient's worsening heart failure was due to pacemaker mediated tachycardia (pmt). The crt-d was reprogrammed to prevent the pmt. Six weeks later, the patient complained of coughing, retching, and shortness of breath. The patient contacted boston scientific technical services (ts) and a consultant discussed the function of the crt-d and advised the patient to contact their physician. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that a health care professional (hcp) contacted boston scientific technical services (ts) to review data obtained via the remote monitoring system. It was reported that the device is programmed to ddi as a result of the issues with pmt that occurred previously. The ts consultant discussed that the pacing percentages in the right ventricle (rv) were drastically lower than the pacing the left ventricle (lv). It appeared that the device is sensing a contraction in the rv and then the device is trigger pacing in both chambers, most likely caused by the programming change. The ts consultant discuss additional programming troubleshooting to optimize pacing therapy for this patient. The device is operating as programmed. No additional adverse patient effects were reported.